Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis and started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported). Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and was recovering. No additional information is available.